Event description:
It was reported that the balloon of the foley catheter was not deflating when aspirating fluid out of the balloon. Nurse even cut the balloon port off but still the balloon would not deflate. Per follow up information received on 02feb2021, the foley catheter was removed and the balloon did not inflate entirely. Some mild discomfort for each patient. One patient was ordered an antibiotic. No lasting effects that we are aware of. There were 3 device that had this reported defect and the prefilled syringe included in the kit - 10cc was used to inflate the balloon. Per medwatch received on 09feb2021,mineral oil was inserted into the balloon and allowed to dwell then staff was able to remove the catheter. Per follow up via email on 04mar2021, patient did not order any antibiotics because of additional issues that resulted from using the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. "Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was not deflating when aspirating fluid out of the balloon. Nurse even cut the balloon port off but still the balloon would not deflate.